Manufacturer narrative:
Additional date received by manufacturer: 09/19/2003, 10/16/2003. Additional device manufacture date: 09/01/2003, 10/01/2003. No visual signs of product failure. It appears that the product became unscrewed in vivo.

Event description:
Pt required re-operation for a t12-l2 spinal fusion performed on (B)(6) 2004. Pre-op x-ray showed disengagement of caudal locking set screws.